Manufacturer narrative:
Follow-up #1: date of submission 12/15/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/23/2016 with the following findings: a review of the pump¿s black box revealed that data from the date of the complaint had been overwritten. The pump was programmed with a 1.0 unit/hr basal program and was exercised for 24 hours with no alarms or warnings stating that the insulin delivery stopped. The original complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an other (unusual issue). The reporter stated that the pump gives warning that insulin delivery has stopped after programming pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.